Event description:
Surgeon believes that the use of the cmc ii generator may have caused patient's heart to stop (asystolic) during a cranial surgery. The hospital wants the unit examined to see if anything was wrong with it. Additional information was requested to ascertain if the patient requred resuscitation or if the heart resume beating spontaneously. Patient is said to be doing well with no deficit from this event.